Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent t-wave oversensing (twos) episodes were noted on stored electrograms. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.